Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error, off no power, bad battery. Customer's blood glucose level was 582 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device received unable to performed the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery test or verify unexpected suspend and motor error alarm due to cracked and bleeding lcd. The motor was tested outside of the device and passed.